Event description:
It was reported that 2 bd phaseal¿ secondary sets (c62) leaked from the y-site during use due to cracks. The following information was provided by the initial reporter: "during priming of the c62, the pharmacist noticed that it was leaking from the y site. Upon inspection, they noticed a crack on the y site. The sample was then put away and not used.".

Manufacturer narrative:
Investigation summary: photo sample was provided to our quality team for investigation. Upon visual inspection, leakage is observed in the y port. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12130, all product was manufactured according to specification. Twenty retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. Product undergoes inspections throughout manufacturing according to procedure. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. While we cannot identify a direct issue, it is likely this incident occurred due to extra force made by personnel during the manual assembly process. Based on our quality team's investigation and given the retained samples did not display any leakage, we cannot identify a definitive root cause at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal¿ secondary sets (c62) leaked from the y-site during use due to cracks. The following information was provided by the initial reporter: "during priming of the c62, the pharmacist noticed that it was leaking from the y site. Upon inspection, they noticed a crack on the y site. The sample was then put away and not used."